Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 17-feb-2026, it was reported by a facility representative via (B)(4) that an ar-8500foe oval burr broke at the end of the outer protective sleeve by the flutes of the burr. This occurred during use in a shoulder arthroscopic case with no patient impact.